Event description:
It was reported that the 9900 system locked up during a case. There was no fluoro and the image annotation was mixed up. The 9900 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The gib, and ip boards and the hard drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.